Manufacturer narrative:
On 2/11/2019, additional information about the event was received indicating the ablation method used during procedure was point by point. Maximum ablation time per point was unknown because it was ablated with force time intervel (fti) indicator. The output seems to be 30 watts, and sometimes the physician got 30 - 40 g of contact force value. An error sounded due to the pedaling of the foot pedal, however, there was no abnormality. Before inserting the product to the patient, no abnormality was found in the function of the product. No other errors were observed. A smartablate generator was in use on power control mode. It was also confirmed the patient has not exhibited any neurological symptoms since the procedure was completed. Concomitant bwi product: smartablate generator (us catalog # m4900207, serial # (B)(4)). Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus/clot issue occurred. It was reported the thermocool® smart touch® sf bi-directional navigation catheter was in use for about 3.5 hours. Upon extraction from the patient¿s body, they observed a thrombus had formed on the catheter tip. Additionally, the biosense webster inc¿s failure analysis lab (fal) received the device for evaluation and initial visual analysis identified, ¿reddish-black material on catheter tip.¿ this finding is consistent with the initial report of thrombus on the tip and the file remains MDR reportable. Device evaluation details: the device evaluation has been completed. The device was inspected and a reddish black material was observed on the catheter tip, this is the thrombus reported by the customer. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly, the force values were observed within specifications. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection tests were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. The root cause of the clot observed cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30079958l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. (B)(6). Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus/clot issue occurred. It was reported the thermocool® smart touch® sf bi-directional navigation catheter was in use for about 3.5 hours. Upon extraction from the patient¿s body, they observed a thrombus had formed on the catheter tip. The smartablate pump was set for thermocool® smart touch® sf bi-directional navigation catheter irrigation and was supposed to flow without problems. Preliminary flow rate was 0, post 2, and was set according to teacher's decision. A decision was made to change to pre 1, post 5, and proposal to increase pre post time. The procedure was completed without patient's consequence. The reported event of thrombus/clot has been reviewed and assessed as MDR reportable. Additionally, the biosense webster inc¿s failure analysis lab (fal) received the device for evaluation and initial visual analysis identified, ¿reddish-black material on catheter tip.¿ this finding is consistent with the initial report of thrombus on the tip and the file remains MDR reportable.